Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported that for the past three days, neither the stimulator nor the controller has been losing any charge. Normally, about 10% would be lost in one day and about 50% in two days. While charging the stimulator, a message appeared instructing to contact medtronic. Contributing factors were unknown. Troubleshooting was performed. After performing a reset by removing and reattaching the battery pack, the charge level was checked and both the stimulator and controller were at 100%. There was no indication that stimulation was turned off. Since a reset was performed, asked the patient not to charge for about two days and to check if the battery level decreases. They plan to visit a medical facility soon and requested that the person in charge check at that time, relayed the information to the responsible staff. No further information was available.